Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. The customer's blood glucose level was 265 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.